Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 74 mg/dl and 160 mg/dl. Customer obtained the reading of 74 mg/dl, drank cola and retested at 160 mg/dl. No adverse event reported. Requested return of suspect device and strips; however, customer no longer has the strips. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.